Manufacturer narrative:
The probable root cause is due to gravity calibration issue. This issue can be resolved by recalibrating the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the left master tool manipulator (mtml) descended without any input from the surgeon. The mtml lowered, and the universal surgical manipulator (usm)1 moved without any input. The tse advised the customer to restart the system and confirm if the issue persisted. The customer continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed a gravity check and calibration and confirmed the problem was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.